Manufacturer narrative:
The reported complaint is confirmed and found to be due to a cut in the cable unit. Due to a cut in the cable unit, water tightness is lost. A device history record review was completed, and no issues were identified. The product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the cable insulation was damaged . There was no patient impact, no harm reported due to the event.